Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and active current test. The pump passed the displacement accuracy test at 0.0870 inches. The pump failed the sleep current test. The pump failed the self test due to appearance of pump error 63 alarm. Test p-cap and reservoir locked properly into the reservoir compartment. No pump error 42 and pump error 29 alarms were noted during testing. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 63 alarm (variable #: 3) on the event date of (B)(6) 2023 at 10:49:37.000 due to an ambient light failure. Pump alarmed a pump error 42 alarm on the event date of (B)(6) 2023 at 10:36:26.000 (file #: 13, line #: 457, esf #: n/a). Pump alarmed two pump error 4 alarms on the event date of (B)(6) 2023 at 10:36:24.000 and 10:42:17.000. Pump alarmed four pump error 29 (file #: 39, line #: 324, esf #: n/a) alarms on the event date of (B)(6) 2023 at 10:30:21.000, 10:38:58.000, 10:40:11.000, and 10:41:42.000. Pump was cut open to perform visual inspection and found moisture damage on the keypad traces and on the u1 chip on pins # 6 sda and #1 vdd and electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, and pillowing keypad overlay. Pump error 63 was confirmed during testing due to moisture damage on the u1 chip on the keypad assembly at pins # 6 sda and #1 vdd. Pump error 4 was confirmed in the pump history files and traces as a consequence of pump error 63. Pump error 42 was confirmed in the pump history files and traces due to moisture damage on the motor. Pump error 29 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. High sleep current measurement was confirmed due to moisture damage on the keypad traces and electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis. And further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided, due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic, indicated that the customer received a hardware low-level failure (pump error 63). Drive count error boundaries exceeded after movement (pump error 42). And an unexpected hardware reset occurred ( pump error 29). Troubleshooting was performed. And found that the customer was able to clear the alarm. And the pump rewind successfully. Advised to do the self-test and the pump got passed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. And revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.